Event description:
During a gastrectomy procedure, a part of tissue separator had broken. Another device was used to complete the case. There were no adverse consequences to the pt. No device returning.